Manufacturer narrative:
The previous repair report for zimmer skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated zimmer skin graft mesher, serial number (B)(4), eight times, the previous repair being for an incomplete mesh on 12 dec 2018. The previous repair was not associated with the current repair which is for a bent comb. Thus, the previous repair was a non-related issue. On 26 mar 2019, it was reported from the (B)(6) foundation that a zimmer skin graft mesher had a bent comb. The customer returned a zimmer skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the zimmer skin graft mesher by zimmer biomet surgical on 02 apr 2019 revealed that the gear, roller, and shoulder bolts had visible damage. The calibration or test cut could not be performed due to a bent comb. The carrier guide and washers were also noted to require replacement. The 1.5:1 ratio cutter, serial number (B)(4), was found to produce an acceptable test cut. The 2:1 ratio cutter, serial number (B)(4), produced an unacceptable test cut as it had an incomplete mesh. Both cutters were noted to require replacement collars and gears. Repair of the zimmer skin graft mesher was performed by zimmer biomet surgical on 02 apr 2019 which included replacement of the gear, roller, and shoulder bolts, comb, carrier guide, and washers. Both cutters were given replacement collars and gears. Zimmer skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Service notification number (B)(4) dated 26 mar 2019. While the returned product investigation confirmed that the zimmer skin graft mesher had a bent comb, it cannot be determined from the information provided what caused the comb to become damaged. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the gear, roller, and shoulder bolts, comb, carrier guide, and washers were replaced. The 1.5:1 ratio cutter was functioning properly after the collar and gear was replaced. The 2:1 ratio cutter was deemed unacceptable due to an incomplete mesh although the service technician replaced the collar and gear as part of the service. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device comb was bent. No harm as this occurred during a cadaver surgery.